Manufacturer narrative:
Device investigation is anticipated once it has been received from the customer.

Event description:
A patient underwent a lariat procedure via sub-xiphoid approach. The lariat snare was stuck in the epicardial space and could not be removed. Due to worsening pericardial effusions procedural access was converted to a median sternotomy to remove the snare suture trapped inside of the snare.